Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-nov-2019 with the following findings: a visual inspection of the pump indicated a crack battery compartment from the threads to the case seal. There was evidence of moisture observe in the battery compartment. A leak test was performed revealing a leak at the battery compartment crack. During investigation, the pump powered on with audible and vibration alerts indicating there was power to the pump, but the display screen remained blank. The pump cover was removed and the electronically erasable programmable read-only memory (eeprom) component was cracked. The complaint of a power issue was not duplicated during investigation, however, damage and moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12-sep-2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture ingress. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.